Event description:
It was reported pump shuts off insulin delivery and displays error code everyday. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.